Manufacturer narrative:
This MDR is result of a retrospective review of complaints. User visited urgent care and it was confirmed there was no infection and is doing fine.

Event description:
On (B)(6) 2019,sensonics was made aware that user reported pain and soreness to the insertion site and visited urgent care.